Manufacturer narrative:
(B)(4). Method: the complaint 900pt501 heated breathing tube was not returned to fisher & paykel healthcare (f&p) for evalaution. Our investigation is based on the information and photograph provided by the customer, and our knowledge of the product. Result: a visual inspection of the photograph provided by the customer revealed that the tube was damaged and deformed. Conclusion: based on our observations of previous damaged heated breathing tubes, and the information provided by the customer, the tube was very likely covered by material with a temperature greater than that of typical room conditions and is possible to have been under compressive load for a considerable length of time. The airvo system is designed to comply with the electrical safety standard ul60601-1. The case is composed of a flame retardant material. The surface temperature of the heated breathing tube is within the limits specified by iso 8185 with regard to hot tube surface temperature not exceeding 44° celsius. There are many safety features incorporated into the airvo to prevent overheating and fire. These include: - the heater wires in the heated breathing tube are coated with teflon, completely insulating them from the gas path. - the pcb at the [patient] end of hose is over moulded with the thermoplastic polymer polypropylene, ensuring it is excluded from the gas path. - the airvo contains a transient current detector, tcd. This tcd is tested on the production line. It is also checked by the control system when the airvo is powering up before each use. - an 'over-temperature' sensor will automatically cut power to the motor, heater plate and heater wire if it detects any overheating. The airvo is constantly checking power in the heated breathing tube and turns the heater wire off if the measured power is too high.' The user instructions that accompany the airvo 2 humidifier include the following warning: adding heat, above ambient levels, to any part of the breathing tube or interface, e.g. Covering with a blanket, or heating it in an incubator or overhead heater for a neonate, could result in serious injury. The user manual instructs the user to "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." The user manual also states that the "airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support"

Event description:
A distributor reported on behalf of a healthcare facility in china, via a fisher & paykel healthcare (f&p) field representative, that a 900pt501 adult heated breathing tube used with an airvo2 humidifier had melted while in use. The tube was under a bedding during patient's use. There was no patient consequences.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6), via a fisher & paykel healthcare (f&p) field representative, that a 900pt501 adult heated breathing tube used with an airvo2 humidifier had melted while in use. The tube was under a bedding during patient's use. There was no patient consequences.